Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted (B)(6) 2017.

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.